Manufacturer narrative:
Weight - race: unk. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of -11.0 diopter into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged for a toric model lens of the same size due to refractive surprise. The replacement lens resolved the problem. Cause reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#(B)(4).